Manufacturer narrative:
A replacement bracket was sent to the account. Repairs have not been completed.

Event description:
The account alleged that the right hand bracket weldment that attaches to the foot section sleep deck module of the bed is missing the angle bracket. This causes the foot section module to slide out when it leaned against.